Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.5, laboratory inr: 2.7. The time between testing was two hours. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.